Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak from clogged clenz line; valve lv17 was replaced resolving this finding. (B)(4).

Event description:
The customer reported a leak when using the coulter® act diff analyzer. The leak was described as a leak of 10-20 ml of clear fluid from the right side of the analyzer. The operator was wearing gloves, goggles, and a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.